Event description:
The complainant reported an (B)(6) female patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella lower than expected flows during impella cp optical device. The pump was returned to investigate an allegation of low flow. There was no harm to the patient and no intervention required beyond removing and replacing the device. During our evaluation our team noted damage to the impeller blades.

Manufacturer narrative:
The device was returned for evaluation and broken blades were discovered. Because the fluoroscopic image of the pump was not returned, a definitive root cause of the reported issue could not be determined.